Event description:
During follow up for a connection issue with an integrated automated peritoneal dialysis set, it was reported that the clinical personnel had forgotten to attach a new transfer set after the home patient¿s (hp) catheter had been replaced. The hp then went home to try to do therapy but was unable to connect to the patient line without the transfer set. The hp came in to the clinic the day after the event and a transfer set was attached. No patient injury or medical intervention was indicated in association with this report. No additional information is available. This is report 2 of 2 for this event.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. The directional insert that is shipped with the transfer set gives directions on how to properly install a new transfer set to the catheter. The insert explains that the transfer set is to be used in disconnect applications and in cycler applications where aseptic connections and disconnections are to be performed at the transfer set/ cycler set junction. The insert also states that the transfer set is indicated for use when connecting to cycler tubing sets. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.